Event description:
The facility reported an infusion pump with failure code 812:02. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.